Event description:
Problem firing the stapler when on tissue. When checking the stapler, it worked and fired but when attempting to use on the tissue it would not fire correctly. Sequestered device and used another stapler that worked correctly.